Event description:
It was reported that high thresholds and high impedance were identified, and lead dislodgement was suspected on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-45 lead implanted: (B)(6) 2008. (B)(4).